Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h11: investigation summary: the information of this complaint has been evaluated. Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the market quality review procedure (omqr).

Manufacturer narrative:
E1: postal code (B)(6).

Event description:
Reference number (B)(4). Event occurred in germany it was reported that, the patient faced an issue of kinked cannula on 04-jun-2024. The patient was hospitalized with blood glucose level of 508 mg/d and treated with several hours of corrections and had ketones value 3 times positive. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available